Event description:
Patient reported that the suspect device generated back-to-back blood glucose results of 75 mg/dl and 45 mg/dl. No injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.